Event description:
It was reported that the pump reports an occlusion at each bolus for no good reason. Per reporter, the event occurred during patient use. There was patient involvement but no patient harm/adverse event.

Manufacturer narrative:
E1: (B)(6). H3: a pump was returned for analysis in used condition. Visual inspection showed the device is in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log showed many, "high alarm displayed: downstream occlusion," messages. Functional testing was able to duplicate the customer reported issue. The investigation determined the issue was due to a defective dso sensor. The dso sensor was replaced.